Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28284. It was reported that the right ventricle lead exhibited high pacing impedance and failure to capture. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable. During the same procedure on (B)(6) 2021, the implantable cardioverter defibrillator was prophylactically explanted and replaced as the device was under advisory for battery performance alert. Patient was stable.